Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, diffused light brown spots were noted in the lens material and aberrations were noted on the surface of the iol. The pt indicated the vision in this eye is not as clear as the other eye. Additional info has been requested.